Manufacturer narrative:
Product ID 3031a lot# serial# (B)(4); product type programmer, patient product ID 309510 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3093 lot# j0417617v, implanted: 2004 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the that patient was having his device replaced because it was at eos (end of service) in the process, the physician removed the extension, as it was no longer required with the new device, and then went to connect the lead to the new device. The lead appeared to be very flimsy and when the physician was verifying the lead was in the new device, one of the metal connections broke off inside the device. The physician/hospital discarded the device, removed the existing lead, placed a new lead in what appeared to be the identical location, and connected the new lead to another new device. An impedance check was run and everything appeared to be okay. The incisions were closed and the patient appeared to be in good spirits and feeling okay before leaving the hospital. There were no reported patient injuries/complications associated with this event.